Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site. The cse cleaned the reagent probe 2 (r2) and drain. The reagent probe 1 (r1) failed the service alignment procedure. The r1 vertical belt was replaced and the r1 arm was aligned. A total service call was performed. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on one patient sample on a dimension vista 1500 system. The initial result was reported to the physician(s). The same sample was repeated on the same system three times giving higher results. A corrected report was issued to the physician. The same sample was tested on an alternate dimension vista 1500 system which reportedly gave similarly high results. Data was not provided from the alternate system. It is reported that the patient was administered an intervenous (IV) solution containing vancomycin based on the initial result and before the corrected result was received. The patient reportedly had a high level of vancomycin after IV therapy.